Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently, the customer encountered difficulty injecting insulin into the cartridge during the loading process. Customer reported to have been "hitting something". Customer thought the issue was due to use error; no issues with the cartridge or needle were identified. Reportedly, customer met with a trainer to review the loading process. Customer's blood glucose was not impacted.